Manufacturer narrative:
Additional information was received that the physician did not believe the pocket pain was related to the lead migration. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site and her knees were swelling. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that patient was not getting stimulation. X-rays showed that the patient's leads had migrated and possibly come unplugged from the header.

Event description:
A report was received that the patient was experiencing pain at the ipg site and her knees were swelling. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site and her knees were swelling. The patient will undergo an explant procedure.